Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main, oral suspension had spilled onto the cubie lock board, causing aux 1 drawer 4 pockets a1 and a3 to not be detected on the bus. However, there were no delay to patient care and adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 4 a1 had spilled liquid on it. A field service engineer (fse) replacing the cubie tray. All cables were reseated and verified, and a faulty slide bumper in aux drawer 4 was replaced, resolving the issue and restoring normal operation. The system functioned as intended after field service engineer repaired the device.